Event description:
The customer reported that an 840 ventilator had an erratic display. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touchframe pcb. The unit passed extended self-testing.